Event description:
It was reported that during an implantation of an intraocular lens (iol) the physician noted there was some clear elastic material on the optic of the iol and necessitated an iol exchange. In follow up with the physician, it was learned that to remove the iol the incision had to be enlarged and the patient experienced an iris prolapse.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Information that was not submitted but known: follow up with the health care provider found that they indicated the way they were sterilizing the device contributed to the clear plastic material on the intraocular lens. The intraocular lens (iol) was returned as well as a plastic tray. The center of the plastic tray had a small piece of sticky, clear material on it. It was removed and analysed by fournier transform infrared spectroscopy (ftir). The ftir spectrum of the sticky clear material is identical to a refence of clear tape adhesive from the ftir library. All pertinent information available to the manufacturer has been submitted.